Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that following impella 5.5 implantation, air bubbles were detected sonographically. The patient subsequently showed slight neurological deficits. The patient was noted to be stable.

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was filed. The pump was returned for investigation. As clinical information related to the stroke/cva was not provided, the root cause could not be determined. Clinical details reported air bubbles were detected. The root cause of the embolism was not determined due to limited clinical information.